Event description:
Event assessed as reportable based on additional information received on 11/06/2008. It was reported that during an unspecified stenting procedure, a markerband was missing. The wallgraft stent was implanted successfully; however, during withdrawal, it was noted that the "holding sleeve" was lost. The patient was then observed under xray and it was noted that only two of the three markerbands were visible. By checking the films at the initiation of the procedure, it was noted that the third markerband was never presented and therefore, had been missing from the device initially. The delivery system was then retrieved, and the "holding sleeve" was noted within the delivery system. There was no patient consequence, and the procedure was successfully completed with this device. Multiple requests to obtain additional information have been unsuccessful.